Event description:
Information was received from a patient (pt) representative (pt rep) regarding an external device. It was reported that they are not able to recharge the implanted neurostimulator (ins) since about 4 days ago. Pt rep reported the recharger (rtm) cannot find the device. Pt is connected and recharging and then it will say ¿recharger problem¿ and then the screen went blank, and pt saw the charging screen. The controller battery is at 90%, and the ins has an orange triangle. No charge quality is showing, and no green light is flashing. Patient services (ps) walked them through a reset of the controller. Pt tried to reconnect to charge the ins, but pt was seeing ¿no device found¿. Pt tried passive recharge mode and saw all 0's .pt moved the paddle off the ins and saw 80 - 90's, and then was able to get 100. Pt rep then stated numbers changed to 0's after pt moved the cord. They stated the cord is quite warm where the cord goes into the paddle. A replacement rtm was requested.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that non-conformances. The recharge antenna failed due to a "poor recharge quality" error message. The recharge antenna failed due to the antenna temperature test result. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.